Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with an hcg urine standard at the qc cutoff as well as a high positive hcg urine standard. All devices produced expected positive results at the read time. The product met the qc release specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving two negative hcg results using the hcg 20 one step pregnancy test device. The patient was confirmed as having a positive test. Although requested, no additional information was provided.